Manufacturer narrative:
The product was not returned to ameda, inc at this time. The customer observed "green liquid" leaking out of the motor after she unplugged the tubing adapter. It was confirmed that the customer was using a medela kit with the ameda purely yours breast pump. Based on the customer's event description, the liquid is breastmilk that entered the purely yours breast pump. The ameda purely yours instructions for use indicate that only ameda approved parts should be used with ameda products. The reported issue was due to user error.

Event description:
The customer contacted ameda via phone call on (B)(6) 2014. She stated that while single pumping with a purely yours breast pump, the tubing adapter became disconnected and breast milk back-flowed into the pump motor. After attempting to restart the pump, she unplugged the tubing adapter and green fluid leaked out of the motor. The record indicated that the customer stated she used another MFR's kit with the ameda purely yours pump.